Event description:
Pediatric patient wearing (B)(4) pediatric collar sustained a grade iii skin breakdown in front chin area.

Event description:
Pediatric patient wearing miami jr. Pediatric collar sustained a grade iii skin breakdown in front chin area.